Event description:
Patient was transported from ICU to vascular radiology via bed with transport ventilator. Upon arrival in radiology, ventilator alarmed and no chest rise was detected. Respiratory therapist manually "bagged" pt with resulting successful resuscitation. Subsequent analysis of ventilator circuit revealed that exhalation valve was partially collapsed.